Event description:
The service evaluation identified a pump's keypad was malfunctioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation showed that the following keys are inoperable: (.), #2, #3, #4, #5, #6, #7, #8, and #9. This was caused by a failed keypad, due to an external influence. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g., numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). As a result the keypad was replaced.